Event description:
Customer's mother reported hospitalization due to high blood glucose. The blood glucose reading is over 300 mg/dl. The blood glucose reading at home was over 600 mg/dl. Diagnosed hyperglycemia. Caller stated that insulin pump stopped delivering insulin. Nothing further reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.